Event description:
The patient reported blood glucose results of "226 mg/dl" with the lifescan meter and "185 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan requested the return of the subject meter and strips for evaluation, but has not yet received them.